Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative pain development is unknown. This report is for one (1) unknown screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Number (510k): unknown, as specific part and lot numbers for screw is not provided. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a procedure was performed for a trochanteric fixation nail (tfn) where a nail, blade and screw was implanted. Post-operatively, the patient experience painful hardware. Revision surgery was performed on (B)(6) 2017 where an intact nail, blade and screw were removed. Patient was not implanted with new implants as there was union. There was no surgical delay and procedure was completed successfully. Patient status was reported as stable. This report addresses the post-operative event due to pain. The intra-operative event during removal surgery is captured under linked complaint (B)(6). This report is for one (1) unknown screw. This is report 3 of 3 for complaint (B)(4).